Event description:
It was reported that a 37-year-old caucasian female who underwent a primary breast augmentation with a mentor memorygel, 350cc silicone prosthesis experienced right sided capsular contracture grade iii, and symptomatic rupture post procedure. As a result, patient scheduled for replacement with unspecified mentor silicone on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, cap con iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 2, 2023, stated that the patient reported that her surgery date got moved from (B)(6) to (B)(6) 2023. She had the MRI and the results showed that there is no leak. Therefore, pec ¿rupture symptomatic (post-implant)¿ was replaced by ¿adverse event¿ since no rupture observed in MRI. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 28 2023, indicated that the patient experienced bilateral capsular contracture grade iii. The patient considering bilateral capsulectomy, and implant exchange with mentor smooth mpxtra, 405cc on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 9, 2024 indicated that the patient underwent bilateral scar revision, bilateral capsulectomy and bilateral replacements as follow: l/ cat: smpx-405, sn: (B)(6), r/cat: smpx-405, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).